Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 17-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving intrathecal infumorph 10 mg/ml at 0.6 mg/day via an implanted pump. A catheter revision was reported on (B)(6) 2021. It was reported the anchor was removed and 3 centimeters of catheter on the anchor would be returned. It was reported the patient had pain, a dye study was performed, and an MRI confirmed a mass near the catheter insertion site. The patient did not report any issues such as falls or electromagnetic interference (emi). An MRI was performed to confirm surgical intervention. Surgery was performed on the back side to revise the catheter. The anchor was removed and replaced with a collette from the 8781 kit ((B)(4)) then sutured around collette to fascia. The issue was resolved at the time of this report and the patient¿s status was ¿alive- no injury.¿ the patient¿s weight and medical history were asked, but unknown. Additional information was received from a company representative (rep) on 2021-mar-05 indicated the mass was clear fluid extracted from the site. The results of the dye study were unknown, and it was unknown if there was a catheter issue. The doctor removed the piece of catheter to be sent in for further determination.

Manufacturer narrative:
H3 ¿ the catheter anchor which included a small segment of the catheter was returned for analysis. Analysis found ¿no significant anomaly ¿ acceptable catheter testing¿. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.